Event description:
Account reports incidents in which cracking and subsequent leakage of the reported device is occurring during usage in the nicu. Reporter stated it does not matter what is infusing, lipids/tube feedings/maintenance, leakage occurs. Reporter stated they change their lines every 8 hrs, so it is occurring sometime before that time. Reporter stated there was no negative outcome to the pts.